Event description:
The customer reported the intermittent loss of a diagnostic fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Further troubleshooting by the user identified that the lemo connector and interconnect cable were the cause of the issue. The system was tested and found to be working as intended and put back into service.